Event description:
Promus premier china clinical study. It was reported that the patient died. On (B)(6) 2018, the patient was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the proximal left circumflex artery (lcx) extending to distal lcx with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 12 mm promus premier stent. Following this post dilation was performed with 0% residual stenosis. Ten days later, the patient was discharged on aspirin. On (B)(6) 2020, unknown number of days post index procedure, the subject died. The cause of death was unknown and no further information is available. It was further reported on (B)(6) 2018, the percutaneous coronary intervention (pci) index procedure began with vascular access obtained via the right femoral artery. A 7f femoral artery sheath tube, 7f ebu 3.5 digital arch guide catheter, and a non-bsc guide wire were inserted. Pre-dilatation was performed with a 2.00 mm x 12mm maverick balloon at 12 atmospheres (atm) for 10 seconds(s) and residual stenosis was about 50%, no interlayer was found. The 2.75 mm x 12mm promus premier stent was then deployed at 10-12 atm for 10s. A review of imaging showed residual stenosis of about 30% in the middle of the stent. Following post dilatation at 14atm for 10s using a 2.75 x 8mm non-compliant non-bsc balloon, an imaging review revealed satisfactory expansion and positioning without residual stenosis, intimal tear and thrombosis and blood flow grade timi 3. The primary cause of death is unknown and no action was taken to treat the event. It is unknown if an autopsy was performed and it was confirmed the event was not related to covid 19. Furthermore, additional information received indicated that the physician considered the death as not related to the device.

Manufacturer narrative:
Date of event: used (B)(6) 2020 as the exact date was not provided.

Event description:
It was reported that the patient died. In (B)(6) 2018, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the proximal left circumflex artery (lcx) extending to distal lcx with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 12 mm promus premier stent. Following this post dilation was performed with 0% residual stenosis. Ten days later, the subject was discharged on aspirin. In (B)(6) 2020, unknown number of days post index procedure, the subject died. The cause of death was unknown and no further information is available.